Event description:
Information received by medtronic indicated that, customer alleged pump error alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to clear the alarm, however unable to rewind the pump. It was unknown that, customer will discontinue use of the device or not. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.